Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary segmentectomy surgical procedure, the maryland bipolar forceps instrument exhibited scratches and cracks on the blades. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was not used during this case. Material was found missing. The complaint regarding scratches and cracks on blade was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.